Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 implantable pacing lead, (B)(6) 2007. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
It was reported that there was an "early replacement indicator." The device was explanted. No patient complications have been reported as a result of this event.